Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an empty cartridge alarm occurred. There was no reported impact to blood glucose. Reportedly, the customer did not need further assistance regarding this event.